Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2011 and performed to specification up to on (B)(6) 2012. A new pad-pak was installed on (B)(6) 2013 but failed an auto self-test due to a low battery. Investigation did not confirm a fault with the device or any component in the device. The device performed as expected until on (B)(6) 2012, after which a depleted pad-pak was inserted into the device. There is no evidence during testing that would indicate the pad 500p would have caused the depletion of the returned pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because there was no status indicator flashing and a low battery prompt even with a new pad-pak.